Event description:
It was reported that on (B)(6) 2022 the patient was admitted for pain at the driveline and a computed tomography (CT) scan showed collection. The patient denied any driveline trauma and it was noted that the driveline was in excellent condition without any tape or open areas. On (B)(6) 2022 the patient went for debridement without any issue. An ungrounded patient cable was also requested to be sent. On (B)(6) 2022 the patient had a pump stop overnight. The log file data showed 1 pump stop and 5 low speed advisories at approximately 12:45 am and 2:19 am - 2:22 am. These issues appeared to be occurring while the pump was connected to the power module. To prevent further interruption of support the patient was placed on an the ungrounded patient cable. X-rays were unremarkable. The patient had a pump exchange on (B)(6) 2022. During the procedure a left intercostal space (lis) subcostal incision was observed to replace the pump body due to a potential driveline issue causing a pump stop and exit site infection. The surgeon removed the existing pump body at the respective inflow and outflow sites. At this time the patient's mean arterial pressure (map) dropped and bleeding was noted. The surgeon then did a small right sided thoracotomy at which time the outflow graft tore off the aorta causing aortic dissection. Per anesthesia, visualization of the aorta via echocardiogram (echo) showed that "the aorta just dissected." The new hm ii pump body was implanted and secured to the respective inflow and outflow sites. The surgeon then noted a tear in the outflow graft where the graft connects to the pump body. The surgeon placed sutures to repair the aortic dissection and outflow graft. The surgeon broke sterility and stated that they would be calling the time of death at 14:05 pm. Related manufacturer report number for the post-exchange pump and subsequent outcome: 2916596-2022-10458.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed driveline (dl) wire damage that could have contributed to the reported pump stops, low-speed events, and associated alarms that were captured while operating on the power module in the submitted log file. The submitted log files contained data from 19feb2022 to 24mar2022. A momentary pump stop and low-speed events, as well as associated alarms, were captured on 24mar2022 between 00:45:48 and 02:22:08. Each of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. (B)(6) was returned assembled with the driveline (dl) cut approximately 0.4" from the pump housing, approximately 9¿ of the internal portion of the dl was returned, and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned and connected to the pumps outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Examination of the dl (0.4¿) minimal shield breakdown. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Visual inspection of the dl¿s wires (9¿) revealed that there was a breach to the insulation of the orange wire at the pump housing, exposing the inner conductors. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The orange wire redundantly supports motor phase 3. If the exposed conductors of the orange wire contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground could have caused the pump stop events captured on the submitted log file. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 25aug2016. The most recent revision of the heartmate ii IFU is section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. No further information was provided. The manufacturer is closing the file on this event.